Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be identified by the investigation. The sample was not returned. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings, the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Add'l info was requested on 04/21/2011, 04/26/2011, 05/05/2011, and 05/09/2011 by phone, fax, and mail. Add'l info was received in a follow up phone call on 04/22/2011. A completed questionnaire was received on 05/18/2011. (B)(4).

Event description:
A consumer reported that following intraocular lens (iol) implant surgery, that she sees circles of light only in her right eye. The consumer reported that prior to surgery, she had seen a retina specialist who cleared her for surgery. She saw the same retinal specialist again postoperatively and was told there were no abnormalities with her retina. The consumer reported she had not seen the circles in the past two days and hoped that they had resolved. In a follow up phone call with the surgeon's office, a technician reported the consumer's last eye exam had been normal and the pt did not mention seeing any circles of light. In a follow up, the surgeon reported it is unk if the iol caused or contributed to the event. The event resolved without treatment.